Event description:
It was reported that an unspecified malfunction alarm occurred. The impact on the customer¿s blood glucose level was not reported. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.